Event description:
It was reported that the is2000 monopolar curved scissors instrument was not working properly. No additional info was provided. The hospital did not identify this issue as having occurred during a surgical procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed areas on the instrument main tube, where material had been removed. It was determined that the failure mode is consistent with the use of a potentially defective cannula accessory, which may remove material from the instrument during use.